Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was returned for analysis. A visual and microscopic examination found that the stent was damaged. The stent appeared pinched/kinked at the centre with various struts misaligned and lifted. The hypotube was kinked at various locations. No issues were noted with the tip and balloon of the device that could have potentially contributed to the complaint incident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 30 september 2013. It was reported that stent would not cross the lesion. The 80% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. A 2.75x28mm promus element plus drug-eluting stent was advanced but failed to cross the lesion due to severe calcification. The procedure was completed with another of the same device. No patient complications were reported and the patient status is stable. However, returned device analysis revealed stent damage.